Event description:
According to the information received, difficulty was experienced placing an amplatzer duct occluder (ado) in a relatively small patient. The ado was too large and interfered with pulmonary and aortic flow. An attempt was made to recapture the device into the sheath, however only the proximal part could be pulled into the sheath. The cable was detached and the patient was sent to the or for removal. When the delivery sheath was removed from the patient, part of the circumference was inverted, which possibly kept the entire device from being recaptured. No additional information has been received by aga medical.

Manufacturer narrative:
The results of this investigation are inconclusive since the delivery system has not been returned to aga medical for analysis. Therefore, the cause of the sheath tip inverting could not be determined. Should the delivery system become available at a later date, a supplemental report will be filed.